Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6), 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: correction: sections h7 and h9.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device has not been cutting through the tissue and they were having difficulty closing the snare. It was not reported whether the procedure was completed. The patient's current condition is unavailable per customer. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device has not been cutting through the tissue and they were having difficulty closing the snare. It was not reported whether the procedure was completed. The patient's current condition is unavailable per customer. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.